Event description:
The customer reported that the system displayed a control panel error message and a communication failure error message. These error messages will likely cause the system to lock-up or prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply voltage was adjusted. The sys was then found to be operating as intended.